Event description:
A customer reported an issue with the cartridge not fully snapping into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect and clean the pump¿s pneumatic tap area, after which the cartridge was successfully reloaded, allowing the customer to resume insulin therapy.